Manufacturer narrative:
The patient alleges to have experienced health issues including candida overgrowth a few months after the crown placement with tempbond. The patient reported that he is unsure whether the use of tempbond is directly related to his health issues. Numerous documented attempts to contact the patient's dentist directed have been made, however, he has been unresponsive and unwilling to convey any information regarding the incident. At this time, it has not been confirmed that tempbond was used on the patient.

Event description:
In 2007, the patient reported to kerr corporation that a temporary crown placed using tempbond cement about two years ago could not be removed by the dentist who placed it. It is currently still in his mouth and the patient alleges to have experienced health issues including candida overgrowth a few months after the crown was placed.